Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported a concentration/dose change was done with the secondary drug the day prior to the report date with a bridge bolus programmed. It was determined a bridge bolus wasn't needed, however, because the primary drug was remaining constant. It was reported the reservoir was updated later confirming the bridge bolus was still in progress. Several hours later, the patient complained of weakness in legs and arms as well as generally being weak all over, dizziness and nausea. The day after, on the report date, the nausea continued so a prescription was written for that. The patient was not feeling any worse just "not a whole lot better". The reporter was not sure of the actual programming that was done but knew the catheter volume was 0.191ml's. The reporter believed the bridge bolus duration was around eleven hours. Based on the information provided, the device manufacturer representative receiving the report determined that if the old drug desired dose was programmed at an incorrect dose of 999.9ug versus 99.9ug then the bridge bolus duration would have been "around" eleven hours which could cause an overdosing situation. This, however, was unable to be confirmed. Later that day, the reporter indicated the health care provider (hcp) also felt drug effects should have resolved by now as well so that was why he was prescribing zofran. The hcp questioned whether the patient was coming down with an illness unrelated to the pump. The reporter stated they "couldn't trust the bridge". The reporter didn't have the session data report or any other drug information at the time of the call since she was at home. She planned to check the report the following monday when she returned to work. The device system was used to deliver morphine 3.6mg/ml at 0.359mg/day and baclofen 1000ug/ml at 99.9ug/day. Additional information has been requested, but was not available as of the date of this report.